Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during initial implant procedure, the guidewire got unraveled when removed from the left ventricular lead. The physician attempted to use another wire but the lead lumen appeared to be occluded in the proximal portion. The lead was removed and replaced. Patient was stable before, during, and after with no adverse consequences.